Manufacturer narrative:
Investigation findings: the cannula was not rec'd for investigation as it was disposed of by the customer. A two year review of this product's history shows two similar reports for this failure mode. This is the only reported failure for this lot number. Conmed linvatec will continue to monitor this device for failures.

Event description:
It was reported that during use of this disposable cannula in a shoulder arthroscopy, the cap fell into the patient's joint. The cap was retrieved arthroscopically causing a slight delay in the procedure. There was no report of injury associated with this event.